Manufacturer narrative:
Based on the available data, a general instrument or reagent issue could was not identified. Qc recovery was ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs elecsys results for one patient sample from the cobas 8000 cobas e 602 module. The initial result was 36.09 ng/l and was reported outside of the laboratory. The doctor questioned the result as it did not correlate with the patient history. The repeat results on the same analyzer was 3.00 ng/l with a data flag twice. The repeat results from another analyzer were 4.53 ng/l and 4.63 ng/l. The reagent lot number was 42906600. The expiration date was requested but was not provided.